Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
"When the catheter on the right forearm was removed, the catheter was torn off; 6 cm remained in the patient, which have not yet been localized. The catheter was placed on (B)(6) 2020. A second catheter on the same patient was difficult to remove."

Manufacturer narrative:
We received an occluded catheter as a sample that was still in a 24g cannula. The catheter had torn off immediately distal to the 6 cm mark. We did not receive the surgically removed catheter fragment. The catheter had been slightly elongated. A microscopic examination also confirmed this by the fact that at approx. 6.8 cm (0.8 cm from distal) two radial stretching cracks were visible in the catheter tube. The separating plane of the distal end was rough and fissured which is typical for a tensile fracture. In addition, a stronger fibrin formation surrounding the catheter tube was found at approx. 8.5 cm, a further lighter one at approx. 9.5 cm. According to a customer statement dated 05.11.2020, the missing catheter fragment is still in the patient and was located in the shoulder. Due to the overall health of the child, it has not yet been surgically removed or it is questionable whether it will be removed at all. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. The tensile force of the involved catheter tube was 3.7 n and therefore conformed to our specifications (min. 1.5 n). This is the fifth complaint regarding ch.-no. 110220gn and the second complaint regarding a leakage to art. No. 1261.206 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault.

Event description:
When the catheter on the right forearm was removed, the catheter was torn off; 6 cm remained in the patient, which have not yet been localized. The catheter was placed on (B)(6) 2020. A second catheter on the same patient was difficult to remove.